Event description:
During an implant procedure, a high pacing impedance, loss of sensing, and loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of high lead impedance, loss of sensing, and loss of capture were not confirmed. As received, a partial lead was returned, cut into two segments. Examination of the lead did not reveal any anomalies with the exception of procedural damage. Electrical tests did not reveal any shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test connector sleeve, as well as the test ICD.